Event description:
The dr was unable to insert the iab through the sheath. The iab was removed and a second was inserted into the pt. The iab was not returned for eval. The iab was discarded by the facility. On 2/4/97, the following was reported to co: there were no complications from the event. There was flesh bleeding from the hub of the sheath. Event complications: none from the event-reported 1/16/97, 2/4/97. Pt's current status: unk-rpt'd 1/17, 2/4/97.